Event description:
It was reported that the setscrews were missing from the pulse generator. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator setscrews were missing, as received.